Manufacturer narrative:
Upon completed investigation of this device, it is now determined to be not reportable. No serious injury or harm to the patient reported for this event or prior events with same or similar products. The initial report should be voided.

Event description:
Upon completed investigation of this device, it is now determined to be not reportable. No serious injury or harm to the patient reported for this event or prior events with same or similar products. The initial report should be voided. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3006108336-2021-00047, 3006108336-2021-00048. Concomitant medical products: unk arthrex scorpion cm-9614f surelock 1.4mm flex anchor unk lot. Report source: foreign : (B)(6). The device will not be returned for analysis, as the device was discarded; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the suture was broken while the procedure of suture relay. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.